Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device won't stay on even when it has good batteries inside- it turns on and then off. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: (B)(6) 2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue. The device is showing an error code 46446. The issue was resolved via updating software and reset to standard configuration.